Event description:
Vns patient reportedly was strangled in march and since, had pain in her neck after the incident. The generator subsequently migrated and the patient was experiencing pain. The patient wanted the generator to be removed due to the pain and because vns therapy was not efficacious. The generator was explanted. Good faith attempts with the physician have been unsuccessful. At this time, the cause of the migration and pain is unknown.